Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the follow-up visit the right ventricular (rv) lead was not capturing. The patient experienced pain. The patient was sent for an x-ray. Days later the patient was admitted with a perforation and pericardial effusion. Surgery was performed complicated by a wound infection. The wound remained open and a wound vacuum was placed. The lead remains in use. No further patient complications have been reported as a result of this event.